Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision close and far, cloudy vision both near and far, hard to see, not really floaters but like always looking through a fog, not happy and also laser after the surgery, there are two medical device reports associated with this patient. This report is associated with let eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned submerged in clear liquid in a plastic specimen jar. The lens was removed from the liquid and allowed to air dry. Solution patterns were observed on the lens upon drying. The haptics are undamaged. The lens was cleaned with klrp to remove the dried solution patterns present on the lens. The optic has very light scratches observed across the anterior optic rings. The lens was allowed to acclimate to room temperature prior to further evaluation. After acclimation to temperature, there was no visible evidence observed of glistenings within the lens. Small microscopic embedded particles were observed near the optic edge. The cosmetic imperfection was acceptable per current release criteria and would not impact the functionality of the lens. It is unknown if the embedded particles were interpreted as the complaint. A power and resolution verification of the returned lens was conducted by engineering and the lens met specification for diopter, cylinder, and resolution for a 21.0 diopter lens. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that there was an issue with blurriness about six months after implants. The doctor lasered both eyes, tried eye drops for pupils and dryness and tried driving glasses. Second and third opinions were sought by the consumer. A surgeon explanted the lens performed vitrectomy. The suspect lens (1.50 cyl) 21.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a monofocal company 21.0 diopter lens. The file follow up indicated the patient cancelled follow up appointment at their office and did not wish to reschedule. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from physician stating he can provide pictures of glistening's and patient has visually significant floaters. The patient had lens exchange with pars plana vitrectomy (ppv) on left eye. The patient still had no vision in the eye. The surgeon said the stitch was a little tight and causing the issue and the patient should be fine when the suture dissolves which has not happened yet.

Event description:
Additional information received from consumer stating the surgeon saw crystallization of both the lens that were put in and the lens will be explanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the patient was trying a/r coated glasses and considered another opinion on the issue.

Manufacturer narrative:
No change to the root cause or malfunction determination. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating physician tried eye drops for pupils and dryness. Patient tried driving glasses but nothing helped.